Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a duodenal switch procedure, the device was inserted into the patient and then taken out of the patient. The scrub tech thought that the device was already fire and removed the reload and replaced it with a new one. It was reinserted, and it didn¿t work. The scrub tech put the original reload back in and it didn¿t work they realized that the sled broke in half horizontally and the front half remained in the reload and the back half remained partially stuck in the crotch of the stapler. The cartridge remained intact. The procedure was completed with the same stapler. There were no adverse consequences for the patient.